Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent did not curl in the proximal end as intended when placed inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent did not curl in the proximal end as intended when placed inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device was inspected and no anomalies or damages were found, the pigtails were reviewed and both were found with the correct shape. A mandrel 0.038 inches was inserted through the stent and it passed properly, without resistance. Another inspection was performed, immediately the coils were returned to their original shape. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, due to the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event, the most probable root cause is "not confirmed."